Manufacturer narrative:
The complaint was confirmed with undetermined root cause. During visual inspection, noted that the tip of the bladder sit pigtail was broken causing a sharp edge. The broken area of the stent had an irregular diagonal shape and appeared to have been cause by the suture. The stent had some stress marks. The suture was not returned. The breakage was located at the perforation where the suture was placed on the stent. The exact mechanism of the reported defect could not be determined. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The finished product met all specifications prior to being released for general distribution. The instructions for use states in the precautions. (B)(4).

Event description:
It is reported that one of the pigtail tips is sharp.